Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure, dislodged, damaged cannula or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. The patient's blood glucose (bg) values reached almost 400 mg/dl. The cannula was dislodged and damaged.

Manufacturer narrative:
The pod arrived fully deployed. No timeouts or drive stalls were observed. The pod delivered 246 pulses, including immediate, non-priming boluses. No damages or deficiencies were observed that would contribute to the reported needle mechanism complaint. No damages or deficiencies were observed that would contribute to the reported dislodged cannula. The cause of the reported dislodged cannula could not be determined. Inspection of the soft cannula did not find it to be bent, kinked, or otherwise damaged.